Manufacturer narrative:
Submit date: 03.22.2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states does not light.

Manufacturer narrative:
An evaluation of the kangaroo enteral feeding pump was performed for the reported condition of, ¿the unit¿s screen does not light up.¿ the unit was triaged and the reported issue could not be confirmed. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.